Event description:
The customer reported that the device received "alarm - error codes / messages," disinfectant leaked inside. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced contaminated mechanism assembly. Replaced contaminated rear case assembly. Replaced contaminated air-in-line assembly. Replaced corroded pressure sensors. Replaced both iui's. A review of the device history record showed the device had a manufacture date of 11/02/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the bezel assembly -fluid ingress/ contamination (error code 211.2000). During servicing we identified faulty pressure sensor, which constitutes a reportable malfunction. There was no patient involvement. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A patient side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2014-0605 lvp bezel fluid ingress. CAPA ca-2014-0284 lvp air-in-line. CAPA pa-2014-0026 lvp pressure sensor. CAPA ca-2018-0161 iui conn issues.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device received "alarm - error codes / messages," disinfectant leaked inside. There was no additional information provided and no patient involvement.